Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable, after being hit by baseball during a game. Additionally, it was reported an unknown malfunction code occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.